Manufacturer narrative:
This report is submitted on july 31, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site and is being clinically managed by the health care provider.